Event description:
The customer reported survey response that he had received alarms from the insulin pump for no delivery. He reported that he receives the alarms constantly. No blood glucose reading was given. A message was left with the customer to call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.